Event description:
Caller reported a cgm error and sought assistance. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, after which the error was resolved and the caller successfully started a new sensor session.